Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 3 of 5 for the same event. It was reported from (B)(6) that during an unspecified veterinary surgery, it was discovered that the handpiece device kept turning after the doctor released the manual control. According to the report, the device was in use with a console device, two cable devices and a hand switch device. There were no delays in the surgical procedure. It was not reported if spare devices were available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number was inadvertently reported as a serial number on the initial report. The lot number has been updated as 8929856 and the serial number as n/a to reflect the correct information. Additional information: product receipt date of april 1, 2016. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the control unit was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to iimproper maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.